Event description:
It was reported that the patient experienced syncope. Upon interrogation, the device detected elective replacement indicator (eri) and noted a full electrical reset. While attempting to obtain the ventricular threshold reading, communication was lost with the device and further connection was unable to be established. The device was explanted and was replaced. It was also noted that the right ventricular (rv) lead had undefined impedance. During the revision procedure, threshold was measured at high values. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5554-53 implantable pacing lead 2006 (B)(6); kdr901 implantable pulse generator 2006 (B)(6). (B)(4).